Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gas delivery engine in order to resolve the reported issue. The suspect gas delivery engine was returned to carefusion for further investigation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the unit autocycling on neonate mode. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue determined to be that the flow control valve characterization was out of calibration. Flow control valve characterization was performed and it corrected the reported issue.